Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised that the drive support cap was sticking out. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk and with corroded battery tube. The insulin pump passed displacement test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on the lcd window.